Event description:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change, so it could not be used. There was no reported patient injury. The device was used according to the instructions for use (IFU). The doctor tried to use the exoseal for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the window of a 5f exoseal vascular closure device (vcd) did not change, so it could not be used. There was no reported patient injury. The device was used according to the instructions for use (IFU). The doctor tried to use the exoseal for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned apart from the received unit. Finally, the indicator window was observed in the black/white position. No additional anomalies were noted during this visual inspection. A deployment simulation evaluation was performed. During this process, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and expected plug deployment. Additionally, the indicator window reached the black/white and red position as expected. A high magnification evaluation was conducted to examine the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since functional analysis achieved full window transition with successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.